Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found sensor broken with missing parts. Unable to confirm customer received sensor damage due to customer returned opened and used.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error and change sensor. Customer was advised on proper insertion, calibration and site techniques. Customer's blood glucose was 181mg/dl at the time of incident. No further details given.